Event description:
A patient reported that their meter would give them an error 1 message. This issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given. During troubleshooting, it was discovered that the patient had not changed the code on the meter since 3 years. Pt was not aware that the meter needed to be coded. No adverse event or serious injury reported. No further information has been reported.